Event description:
A patient reported experiencing extreme pain, right eye, after 4 hours wear of a focus progressive contact lens he had begun using 3 days prior. He states he wears lenses on a daily wear basis with occasional overnight wear, replaces lenses approximately every 2 weeks & uses alcon opti-free replenish as his lens care solution. He was referred to an ophthalmologist for treatment by his primary eye care provider, who stated the patient is not always compliant with the lens wear and replacement schedule. Medical records from the ophthalmologist office indicate diagnosis of central corneal ulcer, 0.5mm x 0.5mm dense infiltrate with small overlying epithelial defect, satellite inferior infiltrates with no epithelial defects, +2 stromal inflammation, +1 - 2 cells. Initial treatment of iquix every 30min x 6 doses, then every 1 hr around the clock. On day 4, changed to fortified ancef & tobramycin q1hr around the clock initially, then tapered & culture performed with all negative results. Event resolved by day 17 with central scar noted, visual acuity 20/20-1, right eye, and explanation of the importance of contact lens hygiene. No further information has been provided.

Manufacturer narrative:
This case is considered as an infectious corneal ulcer. The product was not made available in order to conduct an evaluation. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.